Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr, dated 03/08/2002 and 10/12/2002) to precluded injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The prod in question was not returned and no lot # is available. Therefore, no function testing is impossible. Pt status monitoring results will be provided if they become available.

Event description:
Dr alleges about 3mm of the file separated in the tooth approx 3mm from the apex. The piece was not able to be retrieved, and the canal was filled with the broken piece in place. No pain or discomfort was reported by the pt. Dr reported that pt status is to be monitored.